Manufacturer narrative:
Device not returned. While the device was not returned for evaluation, edwards has verified that our manufacturing and sterility process concerning the reported device was acceptable.

Event description:
It was reported that the patient has expired in 2008 after an implant duration of approximately one month due to endocarditis. Follow up with the patient's health care provider indicated that the type of infection was proteus mirabilis.